Event description:
It was reported that a xience xpedition was implanted in a proximal left anterior descending artery and the same day a small proximal edge dissection was found. No treatment was done for the dissection and it reportedly resolved on (B)(6) 2013. The next day, on (B)(6) 2013, the patient had stable angina, elevated troponin and creatinine kinase-myocardial band (ck-mb) enzyme levels and was diagnosed with a non-st segment myocardial infarction (nstemi) via an optical coherence tomography (oct) which was reported as possibly related to the study device. The symptoms resolved without an adverse patient sequela on (B)(6) 2013. There was a reported prolonged hospitalization. The patient was discharged on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina, myocardial infarction, and dissection are listed in the xience xpedition everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency.